Event description:
This device was explanted for erosion; the device was coming through the skin in the chest area.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B) (4): device was not returned.